Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. The device was plugged in and it would not activate. A second device was used and the procedure was successfully completed with no adverse consequences.

Manufacturer narrative:
(B) (4). (B) (4). Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.